Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired across the cystic artery. The surgeon squeezed the applier and the jaws crossed. The device was fired again and an unformed clip came out which fell out into the patient's abdomen. The clip was retrieved with a grasper. The device was fired a third time and about five times after the event firing properly. The same applier was used to finish case. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested and then, it locked out as intended. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.